Manufacturer narrative:
No returned samples or product were received for testing. Ran 6 replicates each of cm cal h (pos ctrl) and cm cal z (neg ctrl) on w46143. Investigation: device ttr were within 15 minutes. No device issues observed during testing. Cal h and cal z: no error codes or discrepant results observed, all data points were within 2sd. Calibrators results passed mfg qc specifications. Conclusion: product services could not confirm client's observations without return of patient sample. Retention testing of devices against positive and negative control sample showed analyte recovery to be within 2sd for all analytes. No product deficiency was established; corrective action not required at this time.

Event description:
Caller reported a false positive troponin (tni) result. Patients was discharged for non-ami.